Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately tortuous, and heavily calcified, in-stent re-stenosis in the proximal right coronary artery. A 3.5x8mm nc traveler balloon dilatation catheter (bdc) ruptured during the first dilatation at 7 atmospheres. The in-stent restenosis was dilated with a non-abbott 3.5x8mm bdc at 18 atmospheres and was treated with a [drug coated balloon] dcb. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.